Event description:
Caller reported that the pump battery was depleting too quickly, but it did not lead to a pump shutdown. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the battery depletion issue and decided to replace the pump. The customer continued to use the pump for backup insulin therapy.